Event description:
The following information was previously reported in manufacturer's report # 3007566237-2012-00168: [it was reported that about 3 weeks ago from the date of this report, it was noted that the catheter was not functioning, "unsure what was wrong with the catheter". A replacement was scheduled on 2012-(B)(6). Patient had been given oral baclofen. Patient had gone through withdrawal and was treated for pneumonia, was hospitalized and treated for bilateral feet swelling. These symptoms resolved and patient was released from hospital. Presently, the pump pocket site was extremely tender to touch, there was no redness but there was a slight swelling "around some area of the pump pocket". Patient's right arm was now swollen. Additional information has been requested; a follow-up report will be sent when it becomes available.]......any additional information received regarding this event will now be filed in manufacturer's report # 3007566237-2012-00299.

Event description:
It was clarified that the patient had missed two surgeries prior to the catheter revision. It was also reported that the pump alarm had been "going off for, like, a week and a half now".

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Concomitant medical products: catheter model 8598a serial# (B)(4) implanted: (B)(6) 2010 explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported that a pump alarm was heard; however telemetry was not yet performed. The alarm date was indicated as having been set for (B)(6) 2012. It was noted that due to weather and car troubles, the patient was unable to get to the hospital for replacement of the catheter, and a pump refill which was scheduled to occur at the same time. The patient was unable to visit the clinic until (B)(6) 2012, so there was concern about the viability of the pump once it has gone dry. It was later reported that the patient experienced withdrawal, increased tone and behavior changes. Neither a rotor nor a dye study was performed. It was noted that the cause of the event was obstruction of the catheter. A revision was performed. The patient's pump was explanted and replaced to avoid in-vivo battery depletion. The patient was hospitalized and the outcome was noted as non-serious injury/illness. The patient recovered without sequela. The drug in the pump was lioresal.